Event description:
The customer stated she called the paramedics due to low blood glucose levels of 55 mg/dl. The customer stated she was pregnant. The customer stated, she treated her blood glucose levels with peanut butter prior to calling the paramedics. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.